Event description:
Caller (customer's wife) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Caller further reported that on an unspecified date, the customer was taken to a local hospital where he was administered an unknown dose of insulin and diagnosed with pneumonia. No additional information was provided regarding the medical event as the caller refused to answer questions regarding the reported event, and further attempts at gathering information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was inadvertently unchecked. This section has been updated to reflect the correction.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.